Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced retractor cable and drawer control board. After reboot half height drawer 2-1 all pockets not detected on bus so reconnected all cables and checked drawer using hardware test. The initial reporter state and initial reporter zip code details kept blank. The system functioned as intended after the field service engineer troubleshooted the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es not detected on bus. The customer stated that the malfunction occurred when they trying to issue medication to patient, but they managed to get the meds. There were no adverse events or injuries reported based on this incident.